Event description:
Customer reported that approximately four months ((B)(6) 2013) prior to calling on (B)(6) 2013 his adc blood glucose meter was displaying the same reading of 200 mg/dl, repeatedly. Customer noted this same situation had occurred previously, approximately one year ago. Customer further reported that with the recent occurrence he self-administered an unknown amount of insulin, which led to unspecified symptoms of "low blood sugar" that resulted in both a loss of consciousness and a seizure. Customer additionally noted he couldn't move and was dehydrated. Paramedics were called, checked his glucose (no result reported) and transported him to a local healthcare facility. Customer reportedly self-treated with food and candy. At the hospital, customer was diagnosed with hypoglycemia, but customer did not know what treatment may have been rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and retain testing is not required, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.